Event description:
Rayner intraocular lenses limited were notified by the (B)(4) distributor of an incident that occurred during the use of a m-flex t 638f intraocular lens. Rayner were advised that during implantation the lens haptic broke.

Manufacturer narrative:
The (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. The m- flex t 638f intraocular lens is not available in the united states of america. However, the m-flex t 638f intraocular lens haptics are the same design as the haptics on the c-flex 570c and c-flex aspheric 970c intraocular lenses, which are available in the USA. Corrective action was taken by the healthcare facility in the initial surgery session. The m-flex t 638f intraocular lens was explanted and replaced with a back-up of the same model and power. The healthcare facility has confirmed that the implantation of the back-up intraocular lens proceeded without further complication. The condition of the pt post-operatively has been described by the surgeon as "good". The device analysis performed has concluded that the damage to the m-flx t 638f intraocular lens is consistent with the haptic becoming trapped during loading. Our review of the m-flx t 638f production records showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch, were within tolerance, met spec limits and were without defects. Complaints since (B)(4) 2011, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been received against the m-flex t 638f, batch 081e23306. Conclusion: original complaint confirmed. Damage to iol consistent with haptic getting trapped while loading. It has not been possible to determine an injector related cause of complaint. Test results show barrel/flap/nozzle/plunger components of injector all functioned perfectly.